Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of medical device removal ("medical device removal") in a 40 year-old female patient who had essure inserted (lot no. D06936) for female sterilisation. The patient had a medical history of adenomyosis, parity 1, gravida I, c-section, abnormal uterine bleeding, uterine fibroids, pelvic pain, menorrhagia and ovarian cyst. On (B)(6) 2016, the patient had essure inserted. On (B)(6) 2017, 173 days after essure insertion, she underwent medical device removal (seriousness criterion intervention required). Essure was removed the same day. The patient was treated with surgery (total abdominal hysterectomy, bilateral salpingectomy, left oophorectomy, right ovarian cystotomy,). At the time of the report, the outcome of the event was unknown. The reporter considered medical device removal to be related to essure administration. The reporter commented: there was only one coil noted in the uterus. This was deployed at this location and there were approximately 12 coils in the uterus. Diagnostic results (normal ranges are provided in parenthesis if available): [hysterosalpingogram] on (B)(6) 2017: essure devices are identified in the bilateral fallopian tubes. There is no spill of contrast in the right fallopian tube. The left fallopian tube demonstrates free flow of contrast into the pelvis. Impression: 1. Intact right essure device with no spill of contrast from the fallopian tube 2. Free flow of contrast from the left fallopian tubeinto the pelvic cavity [pathology test] on (B)(6) 2022: uterus, left ovary, right and left fallopian tubes, and carvix a.urterine corpus: 108.8 grams. B.cervix with no abnormalities. C. Secretory endometrium; no evidence of hyperplasia or atypia d. Myometrium with adenomyosis e.serosa with no abnormalities f. Bilateral fallopian tubes with no abnormallties. G. Ovary with mature cysiic teratoma (dermold cyst), 8.7 cm in greatest dimension specimens: uterus,left ovary,right and left fallopian tubes and cervix clinical information: uterine fibrous,left ovarian dermoid,menorrhagia gross description: there is single silver covered wire present in the endometrial cavity and left cornu. The most recent follow-up information incorporated above includes data received on: 25-oct-2023: mr received : lot number added, reporters information patient medical history and surgical pathology reports were added. Product insertion date and rcc updated,. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of medical device removal ("medical device removal") in a 45 year-old female patient who had essure inserted for female sterilisation. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2017, the patient had essure inserted. On (B)(6) 2022, 1826 days after essure insertion, she underwent medical device removal (seriousness criterion intervention required). Essure was removed the same day. The patient was treated with surgery (removal surgery). At the time of the report, the outcome of the event was unknown. The reporter considered medical device removal to be related to essure administration. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 07-apr-2023: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of medical device removal ("medical device removal") in a 40 year-old female patient who had essure inserted (lot no. D06936) for female sterilisation. The patient had a medical history of adenomyosis, parity 1, gravida I, c-section, abnormal uterine bleeding, uterine fibroids, pelvic pain, menorrhagia and ovarian cyst. On (B)(6) 2016, the patient had essure inserted. On (B)(6) 2017, 173 days after essure insertion, she underwent medical device removal (seriousness criterion intervention required). Essure was removed the same day. The patient was treated with surgery (total abdominal hysterectomy, bilateral salpingectomy, left oophorectomy, right ovarian cystotomy,). At the time of the report, the outcome of the event was unknown. The reporter considered medical device removal to be related to essure administration. The reporter commented: there was only one coil noted in the uterus. This was deployed at this location and there were approximately 12 coils in the uterus. Diagnostic results (normal ranges are provided in parenthesis if available): [hysterosalpingogram] on (B)(6) 2017: essure devices are identified in the bilateral fallopian. Tubes.there is no spill of contrast in the right fallopian tube.the left fallopian tube demonstrates free flow of contrast into the pelvis. Impression: intact right essure device with no spill of contrast from the fallopian tube. Free flow of contrast from the left fallopian tubeinto the pelvic cavity. [Pathology test] on (B)(6) 2022: uterus, left ovary, right and left fallopian tubes, and carvix. Urterine corpus: 108.8 grams. Cervix with no abnormalities. Secretory endometrium; no evidence of hyperplasia or atypia. Myometrium with adenomyosis. Serosa with no abnormalities. Bilateral fallopian tubes with no abnormallties. Ovary with mature cysiic teratoma (dermold cyst), 8.7 cm in greatest dimension specimens: uterus,left ovary,right and left fallopian tubes and cervix clinical information: uterine fibrous,left ovarian dermoid,menorrhagia gross description: there is single silver covered wire present in the endometrial cavity and left cornu. Lot number: d06936 manufacture date: 2014.09 expiration date: 2017.09. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. The most recent follow-up information incorporated above includes data received on: (B)(6) 2024: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of medical device removal ("medical device removal") in a 45 year-old female patient who had essure inserted for female sterilisation. There was no information on the patients medical history or concurrent conditions. On (B)(6) 2017, the patient had essure inserted. On (B)(6) 2022, 1826 days after essure insertion, she underwent a surgical medical device removal (seriousness criterion intervention required). At the time of the report, the outcome of the event was unknown. The reporter considered medical device removal to be related to essure administration. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.